Manufacturer narrative:
Update due to investigation being completed.

Event description:
It was reported that during in the sterile processing department at the healthcare facility, the tip of the pointer was found to be broken. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during in the sterile processing department at the healthcare facility, the tip of the pointer was found to be broken. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.